Event description:
A malfunction involving a guardian rollator was reported to sunrise medical on (B)(6) 2013. It was reported to sunrise medical that the end user was walking up a ramp into his home when the rollator allegedly collapsed and the end user fell. There were no injuries reported due to this malfunction. The device involved in this malfunction is being returned to sunrise medical. If and when the device is rec'd, a investigation will be performed and a f/u report will be filed. Photos of the rollator are attached to the MDR.